Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a procedure for an implantable ICD generator replacement. The doctor noticed a breach of the ICD lead insulation near the device header block. Approximately 1mm wide and 3mm long. Lengthways along the lead. Appearance was in line with being cut during the operation as opposed to per-existing. The handpiece was on cut 6 setting. The ICD lead had to be carefully repaired with a sterile sleeve and medical adhesive. Defibrillation testing then conducted at 40 and 40j to confirm hv lead integrity. Surgery delay was approximately 30 minutes. There was no reported impact to patient outcome. 12/28/2020 initial reporter: no new information.